Event description:
It was reported the device did not seal. A left atrial appendage (laa) closure procedure was performed, and a31mm watchman flx pro closure device was implanted. The patient was discharged. At the routine follow up, it was noted that a crescent shaped 3x7mm leak was present. Ther patient did not have any medical concerns prior to finding the leak. The physician coiled/plugged the leak to resolve. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx pro laa closure device with delivery system remains implanted; therefore, returned device analysis could not be completed. Device history record review: the batch number of the watchman flx pro laa closure device with delivery system was not provided. Boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. However, the additional intervention (additional device required (plug) for a leak was not required per instructions for use (IFU). Watchman flx pro laa closure device with delivery system IFU lists potential complications, risks and adverse events that may be associated with the use of this device which include implant did not seal (additional device required). Risk review: a risk review was completed and confirmed that the event of implant did not seal was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported the device did not seal. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted. The patient was discharged. At the routine follow up, it was noted that a crescent shaped 3x7mm leak was present. Ther patient did not have any medical concerns prior to finding the leak. The physician coiled/plugged the leak to resolve. There were no patient complications.